Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Battery and battery cap were replaced but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2019 customer returned pump for an alleged battery failed alarm . Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self test, a21 error test, rewind, self-test and displacement test or verify failed battery alarm and download due to e52 alarm. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original mother board was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board.